Manufacturer narrative:
Technician replaced emergency trend valve and head hi-low valve to eliminate issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Downward hi-low drift.